Manufacturer narrative:
The manufacturer has completed the investigation of a millennium oxygen concentrator that allegedly caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The manufacturer found evidence of thermal damage to the front cabinet and the outlet port of the device caused by an external heat source. The device had no evidence of thermal damage to any of the internal components. Product labeling states, " oxygen vigorously accelerates combustion and should be kept away from heat or open flame." The manufacturer concludes the fire was caused by an external source. There was no report of device malfunction.

Event description:
The manufacturer received information alleging a millennium oxygen concentrator caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.